Manufacturer narrative:
Based on the current information provided, the cause of the obstruction cannot be determined. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return for failure analysis evaluation. The system logs show a sureform 60 stapler instrument was installed on the system 7 times and fired 7 reloads (5 blue, followed by 2 white). On installations 1-6, all clamp attempts were successful, and the firings were completed with no pauses for compression. On installation 7, the firing was completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. There were no stapler related errors in the logs. This complaint has been reported due to the following conclusion: after completion of a da vinci-assisted gastric bypass, the patient returned to the ER with an obstruction. There is no allegation of a da vinci product malfunction.

Event description:
It was reported that after completion of a da vinci-assisted gastric bypass procedure, the patient returned to the ER with an obstruction. The surgeon believes the obstruction occurred because the jj anastomosis was created too narrowly. It is unknown what medical/surgical intervention was rendered due to the complication. Intuitive surgical, inc. (Isi) has made multiple unsuccessful follow up attempts to obtain additional information.